Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (cannot press response buttons) has been confirmed. Upon eval, the rear response button switch was defective. The cause for the inability to press the response buttons is the defective switch. The root cause for the defective switch cannot be positively identified. No adverse event resulted from the detached response button cable. The pt was fitted with a replacement monitor.

Event description:
A (B)(6) female pt contacted zoll customer support to report that she could not press the response buttons. The pt was issued a replacement monitor.